Event description:
Caller reported a malfunction on pump, identified by malfunction code 12, without any notable events prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to customer¿s blood glucose level. Caller had experienced similar issues in the past with the same pump, which was still under warranty. Technical support decided to replace the pump and instructed the caller on managing the transition. Caller was informed they would receive a pump with updated software and provided various instructions and acknowledgments, including returning the defective pump to tandem. Customer will consult a healthcare provider for backup therapy, as no backup was currently available.